Event description:
Unspecified post-operative condition on removal of the foam wound filler from the wound ( used with pico) at routine dressing change, it tore, and did not come out as one piece leaving some pieces of foam adhered to wound bed. Had to remove these pieces individually with forceps. Foam piece cut to size to fit wound initially. No wound contact layer needed as no exposed bone/tendon. Initial application on friday and this occurred on the monday/tuesday removal of all left over pieces was achieved and wound healed with no issues.